Event description:
Device evaluation: the distal section of the stent was deformed, with raised and stretched struts). The remainder of the stent showed no evidence of damage.

Event description:
A resolute integrity drug-eluting stent was being used to treat a lesion in the lad. The lesion was severely tortuous with heavy calcification. Device was removed from packaging per IFU. Device was inspected prior to use with no issues noted. Negative prep was performed. Laser arthrectomy was used on the lad prior to attempted stent delivery. Resistance was encountered when advancing the device and excessive force was used. The resolute integrity device was unable to cross the lesion. On removal the distal end of the stent was damaged from trying to cross the tortuous calcified lesion. Further pre-dilation was then performed twice (12atms). A shorter resolute integrity was then placed in the target lesion (2.5x22mm). There was no patient injury as a result of this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Evaluation results: failure to follow instructions (force used during attempted delivery). Inherent risk of procedure (stent deformation). Patients condition affected effectiveness of device (target lesion was severely tortuous with severe calcification). Evaluation conclusions: failure to follow instructions (force used during attempted delivery). Known inherent risk of procedure (stent deformation). Device failure/lack of effectiveness related to patient condition (target lesion was severely tortuous with severe calcification). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.